Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (bent pins / gong alarms) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the gong alarms is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the device was producing gong alarms and that the monitor belt receptacle was damaged.